Manufacturer narrative:
The zoll catheter was returned to zoll on 01/30/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a quattro catheter and received ivtm therapy. Approximately 12 to 24 hours into cooling therapy, the nurse observed blood on the catheter's luers. Upon inspection, no sign of leak on the start-up kit (suk), on the saline bag, or around the patient's bedside was observed. No alarm on the thermogard console was noted. A catheter leak was suspected. Following this, adjunct therapy (cooling pads) was used to continue the cooling therapy. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was unable to be confirmed and a root cause could not be conclusively determined. The quattro catheter (lot # 78059) was not intact upon receipt. The distal and medial 2 balloons of the received catheter were detached from the rest of the catheter. Due to the received condition of the catheter, functional testing was not performed. All quattro catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 78059.